Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed occlusion test. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 18-nov-2024. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "failed occlusion test¿ was not replicated. Confirmed a downstream occlusion alarm in event log shortly after the pump was started. Further investigation found delaminated downstream occlusion (dso) seal and upstream occlusion (uso) seal was separating from chassis. The dso and uso were replaced. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.